Manufacturer narrative:
Stent positioning/placement issue. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03196 for the other associated device information. It was reported to boston scientific corporation that two wallflex esophageal fully covered stents were used during an esophagogastroduodenoscopy/stent placement procedure on a patient with esophageal cancer on (B)(6) 2010. According to the complainant, the patient presented with a mid to distal esophageal stricture, length unknown, and the anatomy was not dilated prior to stent placement. It was reported that the physician did not place any radio-opaque markers to ensure proper measurement prior to the procedure; however in the physician's assessment the first stent (MFR report # 3005099803-2010-03196) was the correct length and diameter for the patient. During the procedure, the first stent was successfully placed in the "very distal" esophagus. However, the nurse believes that the physician accidentally pushed the stent into the stomach, when he went in to check the placement post implantation. As a result, the stent was immediately removed from the patient. It was reported that it took "some manipulating" in the stomach to get the stent; however, once the physician grasped the stent, removal was successful. After the first stent was removed, a second stent (MFR report # 3005099803-2010-03197) was successfully implanted within the patient"s esophagus. The physician confirmed that the stent was the correct length and diameter for the patient. Prior to implanting the second stent, radio-opaque markers were used to ensure proper measurement. Post stent implantation, it was reported that the stent "migrated a little"; however, no intervention was performed. The stent is currently implanted within the patient. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.